Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) could not be charged normally. Was not used for patients, and there was no personal injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) could not be charged normally. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10, h11. Additional information: event site postal code:(B)(6). A getinge fse reported the equipment under warranty in the hospital cannot be charged. The inspection found that the power cord is faulty. The power cord was replaced, and the equipment can be charged normally. . Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.